Event description:
It was reported that the device could not be interrogated after radiation therapy. The device was explanted.

Manufacturer narrative:
The device was received and analyzed. Prior to analyzing of the device, the manufacturing process for this pacemaker was reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The pacemaker was subjected to an incoming interrogation, which was properly feasible. The clinical observation was not reproducible. An electrical analysis was performed. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. All therapy functions were fully available. In a next step, all available data were thoroughly evaluated. The data revealed that the interrogation difficulties resulted from the detection of invalid memory content, which was presumably caused by the reported radiation therapy. The data further documented that the pacemaker was re-initialized on (B)(6) 2024, after which the device was successfully interrogated on (B)(6) 2024. In conclusion, the device proved to be fully functional. The reported interrogation difficulties resulted from invalid memory content, presumably caused by the radiation therapy. There was no indication of a device malfunction.